Event description:
(B)(4) received that stated: "pt arrived in pacu and required pain meds. The clave port on the IV tubing was defective - the needle port inside the clave was pushed down into the barrel. The IV tubing was traded out with a new set and meds were given. No harm was done to the pt. No air got into the tubing." Upon further query, the following information was provided that indicated the silicone sleeve of the distal clave y-site remained in the depressed position. At an unspecified time, it was reported that the patient arrived to the post-anesthesia care unit (pacu). At an unspecified time, it was reported that the patient required pain medication. After an unspecified length of time, it was reported that the silicone sleeve of the distal clave y-site was noted to be in the depressed position. No specific details were provided. The tubing set was replaced and the therapy was delivered. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.